Event description:
It was reported that the core sumex drill displayed a failure warning on the console during testing at the user facility. It was reported in service that this was a bias current message, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Event description:
It was reported that the core sumex drill displayed a failure warning on the console during testing at the user facility. It was reported in service that this was a bias current message, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device displaying a bias current message was confirmed. A bias current message is displayed by the console due to either an open motor circuit or a short in the motor circuit that causes a voltage change which is sensed by the console. This will cause the console to turn off the drill. In the case that the user manually overrides the error, there is the potential for run on to occur. Based on a review of past complaints of a similar nature, it was concluded that a motor issue is the probable cause for the bias current message.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.